Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she inserted a set and went to bed. She woke up and her blood glucose level was high, reported to be 200 mg/dl. She gave herself a bolus and noticed that she was not even connected as the tubing had detached from the quick release while she was sleeping. The site location was her left abdomen and the pump was worn on the left side in relation to the site. The infusion had been in use for over 12 hours and the infusions were stored in a rubber maid bin. There was no stress or pull on the tubing and the patient was unsure if the pump was dropped with the set connected to her body. No further information available.